Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The date patient¿s symptoms began is unknown but reportedly began soon after initial implant date of (B)(6) 2015. (B)(4). The subject device is still reportedly implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, soon after the patient underwent a cervical fusion c2-t2 laminoplasty on (B)(6) 2015, the patient developed a rash along his neck, fatigue, flushing, chills, and has experienced increased neuropathy. It was further reported that since the surgery, the patient feels generally unwell and has tested positive for antinuclear antibodies (ana). This report is 12 of 26 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.